Manufacturer narrative:
Product event summary: (B)(4): the full lead was returned in segments, analyzed and the distal conductor was found to be fractured, flexed, and cut. It was noted that the lead conductor was not obstructed; however blood was noted on the distal and proximal portions of the lead. The visual summary indicated the lead was stretched and the distal and proximal portions were noted as pulled/stretched/overstressed. An insulation cut and a white substance were noted on the outer insulation of the lead. The inner and outer insulation were found to be torn and a cosmetic outer insulation depression was noted. The helix was found to be pulled/stretched/ overstressed. The proximal lead segment was reported to be kinked/buckled. The distal electrode was covered with blood. The outer insulation was found to be pulled/stretched/overstressed.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that there was oversensing observed in the right ventricular lead. The lead was explanted and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.